Event description:
Customer reported bing admitted as an inoatient to a hosp for dka. Trouble shooting was performed and pump programming appeared to be functioning normal. Customer stated pump was cracked.